Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that versacross connect access solution for faradrive was selected for catheter ablation. When the device was opened the rf pigtail wire was noted slightly scraped. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis (contaminated). No other issue was reported.